Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set tubing was leaking at site. The blood glucose level was displayed high and was managed by bolus via pump. The infusion set was in use for 3 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.